Event description:
The patient via a manufacturer representative reported that the patient's device was suspected to be in overdischarge. The overdischarge had already been recovered using a physician recharge mode. The issue was that the patient could recharge their implantable neurostimulator (ins) battery from 0 to full in less than 1 hour. It was reviewed that this was a possible consequence of the overdischarge. The patient also suspected that they had gone into overdischarge once before. There were no patient symptoms reported. The patient was implanted for complex regional pain syndrome type ii and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.